Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a note that stated "device failed during a code and touch screen is not responding." No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use.

Manufacturer narrative:
Testing and investigation found that the touchscreen responded when pressed. Further, testing found contamination on touch screen caused by fluid ingress which can alter the characteristics of the touchscreen when wet. This may have resulted in the touch screen not being able to calibrate or respond when keys were pressed. The probable cause of the customer reported touchscreen does not respond when pressed was due to contamination on the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.